Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'alarming downstream occlusion, even though there is not an occlusion' was not reproduced. Device was sent in for downstream occlusion testing and passed. A review of the event history log (ehl) revealed downstream occlusion messages. I tried a new bag, and a new set, and tried cleaning the sensors in the channel. '. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.